Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: reason for explant was not provided. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses later underwent a revision surgery to replace the devices with smaller implants on an unknown date. The smaller implants were unspecified mentor gel breast prostheses. The patient later underwent bilateral explantation of the smaller breast implants on an unknown date. This report is for the 1st of two unspecified mentor gel breast prostheses from the patient¿s second surgery. Refer to manufacturer report 1645337-2022-12709 for the report for the patient¿s 2nd unspecified mentor gel breast prosthesis from the patient¿s second surgery. Refer to manufacturer report number 1645337-2022-12706 and 1645337-2022-12707 for the reports for the mentor memorygel breast implant 325cc gel breast prostheses from the patient¿s first surgery.

Manufacturer narrative:
Correction: the h10 submitted in follow up report #1 contained an incorrect statement. It stated that ¿any additional event information received for devices with serial numbers (B)(6) will be reported under manufacturer report number 1645337-2022-12708 and 1645337-2022-12709. No more reports will be submitted under manufacturer report number 1645337-2022-12708 and 1645337-2022-12709 for this event.¿ the correct statement for h10 is ¿any additional event information received for devices with serial numbers (B)(6) will be reported under manufacturer report number 1645337-2021-02918 and 1645337-2021-05321. No more reports will be submitted under manufacturer report number 1645337-2022-12708 and 1645337-2022-12709 for this event.¿ h10: ¿any additional event information received for devices with serial numbers (B)(6) will be reported under manufacturer report number 1645337-2021-02918 and 1645337-2021-05321. No more reports will be submitted under manufacturer report number 1645337-2022-12708 and 1645337-2022-12709 for this event.¿

Manufacturer narrative:
On 06-dec-2022, mentor received additional information about the event. The serial numbers for this report and related report 1645337-2022-12709 for patient¿s contralateral breast prosthesis are 7587219-066 and 7587219-067. Based on this information, mentor became aware that reports were already submitted for this event under manufacturer report number 1645337-2021-02918 and 1645337-2021-05321, respectively. As such, the reports submitted with manufacturer report number 1645337-2022-12708 and 1645337-2022-12709 should not be considered late. Any additional event information received for devices with serial numbers 7587219-066 and 7587219-067 will be reported under manufacturer report number 1645337-2022-12708 and 1645337-2022-12709. No more reports will be submitted under manufacturer report number 1645337-2022-12708 and 1645337-2022-12709 for this event. Manufacturer¿s reference number: (B)(4).